Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, version #: 3.1.1,.a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis was unable to determine probable cause for the reported behavior due to lack of reproducibility. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. A software analysis was pending to determine the probable cause of the issue through log analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site was having issues during registration. There were a lot of points collecting off the patient, but they were able to pass registration. During navigation, the instruments were not accurate. The site aborted navigation and switched to using an ultrasound to complete the procedure. There was a delay in surgical time of less than 1 hour, and no impact to patient outcome. Additional event clarification indicated the issue was not with about being unable to pass registration or points being stored in the air, but the surgeon did not feel they were as accurate as expected when within the patient's anatomy. The manufacturer representative had the surgeon verify accuracy on the dura and it was confirmed to be accurate. However, when using the "axiem stylet" the surgeon though they were not accurate. The inaccuracy was reported to be approximately 2mm. Technical services recommended to try adding checkpoints next in case the surgeon thought the registration shifted. Also, the surgeon could navigate to the store checkpoints in the scenario to see the distance to the checkpoint metric. Technical service review of the trace pattern indicated it covered a good amount of the anatomy on recommended trace areas. A few points were confirmed to be stored above the model (were red). Technical services would recommend tracing more points on the left of the patient and posterior. No complications were reported/anticipated.